Manufacturer narrative:
A replacement vac-pac was sent to the customer. Users are instructed to check the device before and after each use and not to use the vac pac device if there is known damage or a leak. This report is considered complete and this particular issue closed. Device not available for investigation.

Event description:
The customer initially contacted natus medical to report a leak involving their vac pac patient positioning support device. There was no patient involvement reported, and the malfunctioning vac pac, purchased in (B)(6) 2015, was destroyed at the customer site.